Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported there was possible premature battery depletion; the device reached its recommended replacement time in 2.5 years with < 1% pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.